Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented for a routine follow up when the device showed several episodes of non sustained rv oversensing. Capture thresholds were slightly elevated.